Event description:
It was reported that the patient experienced loss of analgesia. The hcp was unable to aspirate the catheter; a catheter kink/occlusion in the lumbar site was noted. The distal catheter was replaced. The pump contained hydromorphone 5 mg/ml; bupivicaine 12.5 mg/ml and clonidine 0.08 mg/ml at a daily dose of 0.2401 mg. The patient recovered without sequela.

Manufacturer narrative:
Results: code used for the catheter.